Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the lcd (liquid crystal display) is missing pixels. Analysis also found one side bail cover is broken, upper case is damaged causing the keyboard not to lie correctly, and the keyboard is scratched. (B)(4).

Event description:
It was reported the display is partially out. Lcd (liquid crystal display) for ppm (pulses per minute) only shows lower half. It was also reported the lcd is broken. The device was returned for repair. No patient involvement or complications were reported.